Manufacturer narrative:
(B)(4). Results: (failure to deliver stent, stent deformation); (diffuse disease). Conclusions: (diffuse disease). Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon as per specification. A number of struts on the 8th proximal stent segment were raised and pulled distally. A number of struts on the 15th proximal segment were slightly deformed. A number of struts on the 9th distal segment were deformed and slightly raised. There was damage to the distal tip. A cd of procedural images was also returned for evaluation. Cd images showed evidence of diffuse disease present in the vessel following numerous pre-dilations. The cd images showed that the vessel was double wired and there were images of a tube or sheath in the proximal portion of the vessel. Images showed the successful deployment of a long stent in the distal portion of the lesion.

Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.5 mm, was intended to treat a 80% stenosed rca, lesion in a patient. It was reported that the device did not pass the lesion, and on removal from the patient, the stent struts were deformed. The lesion was pre-dilated with a 2.5 x 12mm balloon prior to 12 atm, 2 inflations, prior to attempted stent placement. Another resolute stent, length 30mm, diameter 2.25 mm, (ref MFR report # 2953200-2010-01640) failed to cross the lesion earlier in the same procedure. The device was inspected prior to use with no abnormalities noted. Resistance was felt while attempting to advance the device across the lesion and during removal of the device. Two further resolute stents were used to successfully treat the vessel. No patient injury occurred and no clinical sequelae have been reported.